Event description:
The sales associate reported when the package labeled as 10cc cellentra was opened, the inside of the box contained 1cc. Another package was opened and used to complete the surgery, no adverse events were reported.

Manufacturer narrative:
A visual inspection of the returned packaging confirmed the reported complaint. The root cause of this complaint is an operator failure to verify the packaged product during it's pick and pack procedure. A contributing cause to this packaging failure is an inventory mix-up in which the stm010 and stm001 were shipped and delivered in the same package and subsequently inventoried in the same freezer. This was confirmed to be an isolated incident and does not provide any further risk to the end-users of the product.

Manufacturer narrative:
The complaint was confirmed upon receipt of the returned product. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the investigation.